Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that inflatable penile prosthesis (ipp) device was replaced on (B)(6) 2018 due to unspecified reason. A 21cmx12mm ipp was implanted.